Event description:
Event description cpi received information that during attempted implant of this implantable cardioverter defibrillator (ICD), a shorted lead indicator was displayed. The physician elected to removed the lead system from service at that time and implant a new system.